Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed zhang y, zhang y, sun jn, hua zj, chen xy, feng s. Comparison of cylindrical and tapered stem designs for femoral revision hip arthroplasty. Bmc musculoskelet disord. 2020 jun 29;21(1):411. Doi: 10.1186/s12891-020-03461-5. Pmid: 32600293; pmcid: pmc7325076. Objective and methods: in the revision of hip femoral prosthesis, the effect of prosthesis geometry on the long-term clinical outcome of patients is still unclear. The purpose of this study was to compare the mid- and long-term clinical outcomes, imaging results, postoperative complications, and survivorship of the depuy solutions cylindrical stem with a competitor tapered stem to determine whether the tapered distal geometry of the femoral prosthesis is superior to that of the cylindrical stem. The authors included 115 patients (54 solution stems with depuy femoral heads and 66 competitor stems) who underwent revision utilizing one of the two stems in two institutions between january 2009 and june 2018. The authors did not provide information regarding the manufacturers of the revised products not the acetabular components utilized in the revision surgeries. The patients received serial radiographs and clinical follow-up for an average of 74.8 months. The authors concluded that both the cylindrical stem and tapered stem can achieve satisfactory mid-term clinical results in revision total hip arthroplasty. The tapered stem has better bone restoration of proximal femur, lower incidence of intraoperative fractures, and lower postoperative thigh pain rate compared with the cylindrical stem. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: depuy solutions femoral stem, unknown femoral head this complaint will capture all events potentially associated with the depuy devices. Results associated with the competitor implants will be excluded. The femoral heads utilized with the stems are unknown. It is reasonable to assume that a depuy femoral head was paired with the depuy solutions stem, though this is not confirmed. The acetabular components utilized in this study are unknown. Adverse event(s) and provided interventions possibly associated with depuy devices: radiographic findings: 7 femoral stem migrations greater than 5mm. Migration ceased at one year follow-up. No treatment specified 1 radiographically identified non-ingrown hip. No treatment specified 21 cases of radiographically identified femoral stress shielding. No treatment specified. Adverse events: 8 cases of intraoperative periprosthetic femoral fracture treated with cabling or plate fixation. 2 cases of periprosthetic femoral fracture treated with orif. 2 dislocations. One treated with open reduction and device retention, and one treated with revision of the unknown cup and liner with stem and head retention. 53 reports of mild thigh pain, one report of persistent thigh pain. No treatment provided due to thigh pain.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. No migration can be observed by the provided evidence. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot :a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. H10 additional narrative: added: d10 corrected: h6 (removed device code no reported product problem).